Event description:
It was reported that the pt underwent a CABG procedure in 2002. Two days later, the cv clinician was pulling 2 drains from the mediastinum. The left drain was removed without difficulty. The right drain stretched and was pulled with some force but it was stuck in the chest. The right drain broke approx 2 inches from the transition point of the single lumen portion of the drain and a portion of the drain was retained in the pt. The pt was taken back to surgery for removal of the drain using a sub-xiphold approach.